Event description:
It was also noted that the lead exhibited capture thresholds of 4.25 v, 0.5 ms in the bipolar configuration.

Event description:
It was reported that one day post implant, the atrial leads sensing thresholds decreased from greater than 3.0 to 0.5 mv due to dislodgement. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : device evaluation anticipated but not yet begun.